Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9 and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly, inflator and sample pouch. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer (qe) was notified, and a nonconformance report (nc) was initiated for this issue. The nonconformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ms rt(r) manager cardiac cath lab. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band inflated as it should on patient's wrist. After a minute, they could see bleeding at the site and the balloon had rapidly deflated. They tried to insert more air, and the air would expel out of the syringe and then expel out of the balloon like there was a hole in the balloon. They opened a new tr band and the new one worked fine. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was successful. There was no patient injury or medical/surgical intervention required. Additional information was received on 06 jun 2023: the procedure prior to use with tr band was a diagnostic procedure. 13ml's of air were injected into the tr band when it was applied. Devices used in the access site was a glidesheath slender. No patient injury occurred. There was no noticeable damage to the device.